Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a crack in the connector was confirmed, but the exact cause was unknown. One 22g x 0.5¿ huber plus infusion set was returned for investigation. Evidence of use was observed on the sample. Adhesive strips were attached around the extension set tubing. A red colored residue was observed within the clear tubing and connector. A 9mm longitudinal crack was observed in the connector. The crack was observed at the knit line opposite from the injection gate. The cavity number on the connector was 6 or 9. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. It appeared that the complaint sample was damaged during use; however, based on the evidence observed on the returned sample, it is unknown what caused the luer to crack. A lot history review (lhr) of recw1259 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a crack was found on the luer connector of the huberplus and saline leakage occurred from the crack on (B)(6) 2019. It was further reported that the huberplus was accessed into the port at the hospital for medical infusion on (B)(6) 2019. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1259 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a crack was found on the luer connector of the huberplus and saline leakage occurred from the crack on (B)(6) 2019. It was further reported that the huberplus was accessed into the port at the hospital for medical infusion on (B)(6) 2019. There was no reported patient injury.